Event description:
Reporter noted "coag error" message appeared frequently during phaco, interrupting u/s power output from the handpiece until the footpedal was released. Follow-up info received indicated surgeon converted to ecce to complete procedure, and did not implant iol at that time. Cancelled subsequent cases.